Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. The cause of the reported turbine module issue has been determined. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. Simulated use testing of the returned parts did not reproduce the issue. However, earlier investigations have proven that the issue have an intermittent nature.

Event description:
Manufacturer ref#: (B)(4).